Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle spasms in the area of their device. The patient's left ventricular (lv) lead was reprogrammed and the spasms were resolved. The lv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.